Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01493 / 01494). Product location unknown.

Event description:
Patient underwent a left hip revision procedure two days post-implantation due to aseptic loosening after a fall.